Event description:
Additional information received from the hcp reported that the patient experienced a loss of tremor control. The cause of the event was the lead, and it was reported that impedance measurements on contacts 2 and 3 were above 2,000 ohms in (B)(6) of 2011. An x-ray was taken to evaluate the system, however the results were not provided. The lead was surgically replaced. A pre-operative x-ray was taken, however the results were not provided. The patient was reprogrammed on (B)(6) with good tremor control. It was reported that the patient required hospitalization, but recovered without sequela.

Event description:
It was reported that the patient's lead was explanted due to a potential performance issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3387s-40 lot# v550216 implanted: 2010-(B)(6) explanted: 2012-(B)(6); extension model 7482a51 (B)(4) implanted: 2010-(B)(6) explanted: na; programmer model 7438 (B)(4). Analysis of the lead model 3387s-40 lot v550216 found the 0-4 conductors broken 3.5cm from the proximal end. All circuits were open.